Event description:
It was reported that the patient presented to the emergency room with phrenic nerve stimulation (pns). Loss of capture was observed from the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed that the rv lead was dislodged. The physician elected to reposition the lead to resolve the event and the patient was stable with no additional consequences.